Event description:
Device issue: none. Adverse events: death, stroke. Time of adverse events: after the procedure. It was reported via a trial that on (B) (6) 2009, the patient underwent stenting in the predilated proximal left anterior descending artery with a xience v stent and the predilated proximal circumflex artery with another xience v stent. On (B) (6) 2010, the patient was admitted into the hospital for weakness, nausea, vomiting, and unresponsiveness. The patient was intubated in the emergency room and given intravenous sedation. The patient became hypotensive and was treated with a vasopressor infusion. The patient was found to have urosepsis and acute renal failure. CT scan of the head on (B) (6) 2010, showed a left parietal subacute ischemic infarct. Repeat CT showed the same infarct and increased cerebral edema. The patient's blood pressure continued to decompensate and required three vasopressors between (B) (6) 2010 and (B) (6) 2010. A blood culture showed that the patient had anaerobic gram negative rods (bacteria) and was treated with medication. A CT scan of the abdomen was done to rule out bowel ischemia as cause of anaerobic sepsis, but the CT scan was not effective for the evaluation of bowel ischemia. The patient's diagnoses included multi-organ failure, septic shock, acute renal failure, and respiratory failure. The patient's family decided on (B) (6) 2010, to make the patient a do not resuscitate/do not intubate and provide comfort care only. The patient died shortly after vasopressors were discontinued ((B) (6) 2010). No additional information was provided.

Manufacturer narrative:
(B) (4). The xience v 2.5x15 stent (part# 1009539-15, lot# 9071741) indicated is being filed under the same medwatch MFR number. The device remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming.